Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers 3006705815-2021-00681 it was reported that the patient underwent surgical intervention on (B)(6) 2021 to explant and replace their leads to obtain better coverage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing numbers 3006705815-2021-00681.